Event description:
The customer reported "the device displays a message regarding the maintenance to carry out." There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).